Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the wire harness assembly. After replacing the wire harness assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would not turn on using either ac or dc power. There was no report of patient use associated with the reported event.